Event description:
It was reported that a motor stall was confirmed by rotor study in 2008. The pump contained morphine and compounded baclofen. The hcp reported that the patient experienced withdrawal symptoms including the following: hypertonia, nausea, vomiting, increased pain, and spasticity. The pump was explanted and replaced; the patient recovered without sequela. The device would be returned for analysis.

Manufacturer narrative:
.